Manufacturer narrative:
The reported oad was received at csi for analysis. Visual examination revealed adhered biological material on the proximal and distal edge of the driveshaft crown. The device data log revealed numerous stall events; however this could not be replicated during analysis. When tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the perforation event could not be confirmed through analysis. It is possible that the adhered biological material contributed to the perforation event, however there was no damage observed that would have contributed to the material accumulation and the root cause of the accumulation was unknown. The diamondback 360 peripheral orbital atherectomy system instructions for use warns that a perforation is a potential adverse event that may occur and/or require intervention as a result of the use of this device. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Csi ID: 09205.

Event description:
The stealth peripheral orbital atherectomy device (oad) was operated in the anterior tibial artery, which was 100% occluded. A vessel perforation occurred. The oad was removed and wire access was lost, therefore balloon tamponade was unable to be performed. External compression was used to treat the perforation and the patient remained in stable condition during the procedure. The procedure was not completed and was re-scheduled.